Manufacturer narrative:
E1 - (B)(6). One used device was returned for evaluation. As received, one of the nanoclaves was missing and was not returned for evaluation. Enough presence of adhesive at the manifold base with uv light was confirmed. The 2 remaining nanoclaves on the used sample were torque tested, and both met the product specifications. Complaint of separation can be confirmed but the probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 25 cm (10") ext set w/3-port nanoclave® manifold, check valve, clamp, luer lock where the customer reported that when the nurse entered the room, he noticed that the infusion line that should be connected to the manifold was on the floor, as its medial port was detached from the base. The product was in sue for one day, it had not been reprocessed or re-sterilized prior to use. Paracetamol was being used with the device; the event occurred during patient use and there was delay in therapy but there was no patient harm as a result of this event.